Event description:
Additional information was received from the patient. Patient called back in regards to this case. Patient is still in pain and their ins is still "broken" from their accident in june and now they are back on catheters. Patient has been trying to connect with an hcp to discuss removal of the ins due to the age of the device and because of the accident and has been unsuccessful. Reviewed role of ps and offered to reach out to reps to see if they have any hcps in the area that could help

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was on (B)(6) 2023 the patient was in a truck that was hit by a semi and the patient fell on their back. Since the accident, the patient has been experiencing shooting pain up their spine and it's been consistent since then. Patient called many doctor's offices to try and make an appointment but were unsuccessful because the doctors couldn't order a new programmer, didn't have their own programmer or didn't know of the interstim system. Patient services specialist emailed the patient physician listings. Additional information was received from the patient. The patient called back and said they had tried calling the hcp's listed on the physician listing that had been emailed to them as previously noted, but they have not been able to find hcp that takes their new insurance. Patient stated their ins is "broken" and needs to be replaced. Agent reviewed physician listing procedure and emailed field staff notifying of situation.